Event description:
It was reported that during a lap lobectomy (surgery training by using a pig), unformed clips ejected when the device was used on a vessel of a swine under the lap procedure training. The device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that three instruments were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing the devices for functionality, they ejected the remaining clips. Finally, they locked out as intended. Device b) h90w3w. Device c) h90d8w.